Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. Pump underwent motor current testing. The reported complaint was found to be confirmed as the pump was displaying error code 10037 when prime key button pressed. The motor was found to be faulty. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.